Event description:
A report was received that the patients ipg was superficial. It was also reported that the patient was experiencing discomfort and irritation. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was relocated and was doing well postoperatively.